Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was reported as being over 400 md/dl. The pump supplies were changed. Boluses via the pump and syringe were delivered to address the bg level. A cause of the past occlusion could not be determined. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer declined to continue the system check and thought that the occlusion may have been due to the site location on the leg and the customer was laying in it. The customer was to change out the infusion set site.